Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 43 mg/dl. Troubleshooting was declined by the customer. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto mode feature was active. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.